Event description:
It was reported that the patient presented for dialysis treatment; however, after failing to obtain access, an arteriogram was performed and it was identified that allegedly the stent graft was occluded. It was identified that allegedly one of the tantalum markers had fractured and was lodged in the patient's lungs. The patient underwent angioplasty of the stenosed segment. The fractured marker remained in the lungs. Reportedly, the stent graft had been successfully implanted a year ago in an upper arm graft used to treat a recurrent stenosis. The patient was reported to be asymptomatic.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. The stent graft remains implanted; therefore, not available for evaluation. The event investigation is currently underway.